Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log files and was reproduced. A review of the submitted controller event log file (c8111119) spanned approximately 5 days (07aug2023 ¿ 11aug2023 per time stamp). On 11aug2023 at 10:15:08, the driveline power fault alarm activated due to a pwr_a_broken fault flag. The alarm and fault remained active through the remainder of the log and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted new controller event log file (c8111223) spanned approximately 1 day (11may2023 and 11aug2023 per time stamp). There were no notable alarms active in the log file; the driveline power fault alarm had resolved. The mod cable, lot 6930555, was connected to the returned system controller, hm3 test pump, patient cable, power module, and system monitor. The system controller alarmed for driveline power fault when the cable was connected. The pump operated as intended even with the alarm active. The modular cable ran with the system controller for an extended period without dropping flow or speed. The modular cable wires were tested for conductor breakdown, and the power a line was found to be open. The cable was stripped, and the brown power a wire was severed. The root cause for the reported event was determined to be a severed power a wire in the mod cable; however, a root cause for the damage cannot be conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. C) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing driveline power fault alarms after a routine change of batteries and clips. The patient returned back to the clinic and the alarm was attempted to be cleared but kept returning. An x-ray of the driveline would be performed. The log files confirmed driveline power a faults. The modular cable and system controller were exchanged, and the alarms did not return. Related regulatory reference report # (B)(4).